Event description:
It was reported that the patient is having arrhythmia problems. The patient went to the ER (emergency room) as they were feeling poorly and dizzy. The device was reprogrammed to allow the heart to pace on its own more. The patient¿s ef (ejection fraction) came up and the patient was feeling better. It was noted that he physician wants to use medications instead of the pacemaker to control the arrhythmias; however, the patient is not sure they want to take the meds. Additionally, it was reported that at the patient¿s last visit it was observed that the pacemaker was pacing most of the time and when the patient asked the physician about the increased pacing the physician did not answer why. The patient is not happy with the physician and request list of other doctors in the area. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determine that this device performed as described in the field action. Concomitant medical products: 1346t, competitor lead, implanted: (B)(6) 1999. (B)(4).